Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm when changing the battery. The customer reported that insulin pump stopped last night and went off. The customer reported that the battery compartment chipped off and had crack. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test. No unexpected a21 alarm anomalies noted. Device pass displacement test. Device received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).